Event description:
The patient's mother reported that the patient experienced 6 incidents of elevated blood glucose after beginning use of the infusion set, insulin cartridge, and infusion device (competitor product). The patient had no issues prior to this when using competitor accessories. No further information is available. The patient did not require medical assistance from a healthcare professional or second party to address the issue. Product was requested to be returned for evaluation.

Manufacturer narrative:
This incident occurred outside of the united states. Information contained within this report is all that is available at this time. If further information is obtained, it will be provided in the supplemental report.